Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event that happened in (B) (6). Problem: this x-ray's viewing subsystem (visub) will randomly lose functionality which then requires a reboot.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.